Manufacturer narrative:
On 20-dec-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and when the ablation catheter was removed from the body after mapping, the medical team noticed a clot stuck on the tip of the catheter. The medical team had not yet ablated or gone transseptal when the clot was discovered. The patient had not been given the patient heparin. The patient was not anticoagulated as the medical team was mapping the right side only. The issue was discovered after mapping was completed. The physician stated that it took a lot of effort to remove the clot from the tip of the catheter; they used a wet 4x4 and "rigorous force". However, since they were going transeptal the physician determined that it was best to replace the catheter. The procedure continued with a new catheter. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, pump, temperature, and impedance test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. Customer refer that they noticed a clot stuck on the tip of the catheter; however, during the analysis in the lab, no char, thrombus or clot residues were observed. The temperature test was performed, and no issues were observed. A pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31110813l and no internal action related to the complaint was found during the review. The issue reported by the customer was not confirmed; since no char, thrombus, or clot residues were observed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and when the ablation catheter was removed from the body after mapping, the medical team noticed a clot stuck on the tip of the catheter. The medical team had not yet ablated or gone transseptal when the clot was discovered. The patient had not been given the patient heparin. The patient was not anticoagulated as the medical team was mapping the right side only. The issue was discovered after mapping was completed. The physician stated that it took a lot of effort to remove the clot from the tip of the catheter; they used a wet 4x4 and "rigorous force". However, since they were going transeptal the physician determined that it was best to replace the catheter. The procedure continued with a new catheter. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).